Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for the ICD and the lead was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned data were inspected. During analysis of the available iegms noise was observed in all three channels. The data further revealed an increase of the rv pacing impedance and threshold as well as a decrease of the rv sensing amplitude since (B)(6) 2019. The shock impedance was normal. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. The inspection of the data confirmed the clinical observation. There was no indication of an ICD malfunction. However, it cannot be excluded that the clinical observation resulted from the reported lead damage.

Event description:
Ous MDR - after an implantation period of approx. 53 months, oversensing on the ventricular channel was reported. This lead was replaced.